Manufacturer narrative:
Additional information: g4, g7, h2, h3, h6. The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Manufacturer narrative:
The results, method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report number: 3008452825-2020-00596, 3005334138-2020-00538. During a left atrial pulmonary vein isolation, a pericardial effusion occurred. Access to the left atrium was obtained via a patent foramen ovale (pfo), no transseptal puncture was performed. While ablating, the patient became hypotensive, and an echocardiogram revealed a pericardial effusion. A pericardiocentesis was performed to stabilize the patient. The patient is in stable condition and has been discharged. There were no performance issues with any abbott devices.